Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are partially mated. The carrier tube is in rear lock position. The anchor is posted on the hemostasis sheath tip, and the collagen is slightly exposed. The bypass tube is inserted into the sheath hub. Kinks are present in the carrier tube shaft. The device was partially mated and the anchor posted on the sheath tip. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be confirmed. The likely cause is the device deployed the anchor into subcutaneous tissue and did not catch on the arterial wall when pulled back to complete deployment. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient had cerebral vascular stenosis. The surgery was balloon dilation and stent angioplasty. After balloon dilation and stent implantation to open the lesion, the angio-seal was used for hemostasis. After the main body of the angio-seal was inserted into the sheath tube, the anchor block was released after repeated positioning. When the main body was pulled out, the angio-seal as a whole came out of the patient's blood vessel. After the above situation occurred, the doctor changed to pressing for hemostasis. Additional information was received on 07dec2025: the procedure sheath size used was a 6 french. A pre deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The procedure was completed by manual compression and successful. The patient was stable.